Manufacturer narrative:
The referenced device was returned to the olympus regional repair center. The service evaluation confirmed the customer¿s reported issue as no image displayed due to a defective/faulty cable unit and charged coupled device (ccd) unit. The cable has deformation/twisted internal elements and a hole/cut on the cable. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus (oaz) was informed that the customer high-definition autoclavable camera head had ¿no image¿. The fault was found during set up for procedure. Another similar serviceable camera was used to complete the procedure. No death, injury or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was surmised that the phenomenon of ¿no image¿ occurred because video signal transmission was not performed properly due to faulty charge-coupled device (ccd). It was recommended to replace the cable and ccd. Olympus will continue to monitor field performance for this device.